Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
During a paroxysmal atrial fibrillation cardiac ablation procedure with a varipulse catheter and pulse field ablation with trupulse pfa, near the end of the case after the catheters were removed from the left atrium and the patient was given isuprel. Afterward, the patient's blood pressure ¿bottomed out". The medical team also noted st segment elevation on the EKG (electrocardiogram). The anesthesiologist treated the blood pressure with medication. Next, an interventional cardiologist performed a coronary angiogram and found that the coronary arteries were clear and patent, and no intervention was required. The st elevation self-resolved. The physician confirmed no pericardial effusion on intracardiac and transthoracic echo. The patient stabilized and remained stable. The physician believed the patient had a reaction to the isuprel medication. Jjmtep products in use were trupulse pfa generator, carto 3 system, and varipulse catheter. The outcome of the adverse event was that the patient fully recovered (with no residual effects).

Manufacturer narrative:
On 17-sep-2025, the product investigation was completed. During a paroxysmal atrial fibrillation cardiac ablation procedure with a varipulse catheter and pulse field ablation with trupulse pfa, near the end of the case after the catheters were removed from the left atrium and the patient was given isuprel. Afterward, the patient's blood pressure ¿bottomed out". The medical team also noted st segment elevation on the EKG (electrocardiogram). The anesthesiologist treated the blood pressure with medication. Next, an interventional cardiologist performed a coronary angiogram and found that the coronary arteries were clear and patent, and no intervention was required. The st elevation self-resolved. The physician confirmed no pericardial effusion on intracardiac and transthoracic echo. The patient stabilized and remained stable. The physician believed the patient had a reaction to the isuprel medication. Jjmtep products in use were trupulse pfa generator, carto 3 system, and varipulse catheter. The outcome of the adverse event was that the patient fully recovered (with no residual effects). Device evaluation details: visual analysis revealed no damage or anomalies on the device. The device features were reviewed. No magnetic, force, irrigation, deflection, contraction, temperature or electrical issues were found during the product investigation. A manufacturing record evaluation was performed for the finished device 31683426l number, and no internal actions related to the reported complaint condition were identified. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade, or entanglement which may lead to valvular damage. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).